Event description:
The report stated that the ligasure system was being used during a colectomy, but the patient's vessels were not being completely sealed. The system gave an activation tone and sounded an end tone, indicating a complete seal. They then switched to a forcetriad system generator from the ligasure generator and also changed to a new ligasure atlas handpiece. The problem still continued. The ligasure generator was in use at 3 bars of power and the forcetriad at 2 bars of power. This occurred on all type of tissue. The procedure was completed with a competitor's product.

Manufacturer narrative:
Date of initial report: february 20, 2008. The incident handpiece was not saved by the site, but the incident ligasure system generator has been received and is under evaluation. Two ligasure atlas handpieces of the same lot as the handpieces in the reported incident have also been returned for evaluation. When the device evaluation is complete, a follow-up report will be submitted. The forcetriad system generator used during the reported incident has been subsequently used by the customer and is functioning satisfactorily and will not be returned for evaluation.